Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient who was scheduled to train on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with an infection and had her pd catheter (not a fresenius product) removed. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain at home. Hospital discharge paperwork was not received from the admitting facility, and, as a result, any treatment provided, testing results and details of the patient¿s hospital course remain unknown. The patient was diagnosed with peritonitis due to contamination of her pd catheter. It was explained that the patient is new to renal replacement therapy and had their pd catheter placed on (B)(6) 2025. The patient showered with her unprotected pd catheter when she was not supposed to and developed abdominal pain, indicating infection approximately three to four days after. It was reported that the patient has not undergone a ccpd treatment on a cycler or received manual exchanges for training prior to this event. The patient¿s pd catheter was removed during this hospitalization by request of the patient. The patient has not contacted the outpatient clinic since discharge on (B)(6) 2025 and her current disposition remains unknown. It was reported that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was transitioned to hemodialysis on an in-center basis for renal replacement therapy following discharge home. The reported serious adverse events do not require further complaint handling by the manufacturer for medical devices, and the completion of a clinical investigation is not warranted at this time. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius device or product performance or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).